Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were conducted. No additional information was obtained. A manuscript was received on 01 feb 2016 regarding the mid-term follow-up of the un-cemented global c.a.p resurfacing shoulder prosthesis. Data has been collected from patients with primary gleno-humeral osteoarthritis who underwent a cementless humeral resurfacing arthroplasty. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Glenoid erosion and therefore pain. Revision to tsa.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This product was reported in error. No implant failure indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.